Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1007 indicative charge time out. The associated right ventricular (rv) lead was capped as it had a previous shorted shock with another device. This device remains in service. No adverse patient effects were reported.